Event description:
The customer reported error 23: clamp motor optical sensor. The technical error 23 triggers an alarm and stops the pump. The device was received. The evaluation of the device event log confirmed the reported error 23. The error could not be duplicated. The device internal connections were visually inspected and no issues were found. The device was found to meet specification.